Event description:
The pt had a very tortuous anatomy. The physician had difficulty with accessing the conduit. The delivery system inserted but underwent extreme manipulations of twisting and turning to gain access. The physician noticed that the graft was not aligned properly due to the external forces applied. He corrected the twist in the graft and proceeded with positioning noticed that there was an additional misalignment but he was able to resolve it. Once the implant was in place the physician noticed that there was poor bloodflow through one of the iliacs. He performed a fem-fem crossover. The bloodflow was re-established and the femoral and dorsal pulses were good. The pt did well overnight but then started to develop problems early next day. The physician/anesthesiologist measured the ph level of the blood. The ph level was 6.7. The pt was in a state of acidosis and expired.